Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that review of a stored electrogram showed the device detected vf, but therapy was aborted. The device presented an alert for aborted charge due to output circuit damage. Low impedance was observed. The lead remains active.